Event description:
It was reported that an extravascular implantable cardioverter defibrillator (ev-ICD) patient recently had a ventricular tachycardia (vt) ablation procedure which triggered an alert for low out of range (oor) pacing impedance. It was noted that following the ablation procedure, the extravascular (ev) lead began to exhibit oversensing as well as undersensing, and the patient later received an inappropriate defibrillation shock while playing with their child due to oversensing of noise thought previously resolved with programming changes prior to the ablation procedure. The ev-ICD and ev lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.